Manufacturer narrative:
(B)(4).

Event description:
Patient tested 429 mg/dl on the inform ii system at 1230 pm, while a comparison lab drawn at the same time returned as 140 mg/dl at 1250 pm. At 1:15 pm the patient was given 10 units of insulin based on the meter result. It was reported that the patient did not have any health issues from the insulin. Requested return of suspect device and replacement was sent.